Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pacing leads have made them "uncomfortable" and "one felt like tightening" their chest and the "othe r one is poking" their chest. The patient also reported that one of the leads is "coming loose" and caused a hematoma, and they are also experiencing "a stabbing pain". The device and leads remains in use. No further patient complications have been reported as a result of this event.